Manufacturer narrative:
Other relevant components include: concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was leaking cerebrospinal fluid (csf) and was currently at the hospital. It was unknown when the csf leak began. The patient had reportedly undergone magnetic resonance imaging (MRI) on the date of report, and when they got through the patient's personal therapy manager (ptm) was showing a motor stall. The patient checked the ptm again and was successful to get a bolus, so the pump was out of stall mode. No further complications were reported or anticipated.